Event description:
Customer reported device = 470 mg/dl and still in the 400s mg/dl on a repeat test a few hours later. Customer took medication based on the readings. About 3 hours later, customer felt bad. Customer took another device reading although value was not provided as well as took more medication. Customer wento to the hospital about 30 minutes later. Doctor's device = 65 mg/dl and gave customer orange juice & candy. Customer went to eat. Customer went back to the doctor and retest = 128 & 65 mg/dl. Customer was given more candy and admitted to the emergency room (ER) where they were given lemonade. No controls. Using expired test strips. A request was made for return product and replacement product was sent.